Event description:
The customer reported to olympus, the ceramic beak was broken on the inner sheath, for 26 french outer sheath. The issue was found during preparation for use. The intended procedure was a therapeutic transurethral resection of the prostate (turp). There was no procedural delay. The procedure was completed with another similar device. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated. And the isolation beak was broken and there were scratches on the insertion tube. This report also provides additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based off the results of the investigation. It is most likely, that the reportable malfunction is attributable to wear and tear and/or improper handling by the customer. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "before use: warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual, and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center" olympus will continue to monitor the field performance of this device.